Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr discovered that the cover support bracket was torqued too tight and was triggering the alarms. The fsr retorqued the cover support and resolved the reported alarm conditions. The device passed the operational verification procedure and unit verification test. The device is now operating as per manufacturers specification.

Event description:
The customer reported that their vela ventilator had "vent inop" and "motor fault" alarm conditions. The customer reported that there was no patient involvement.